Manufacturer narrative:
Event summary: power up code (#11200) was received indicating that there is a problem with the system was triggered on the reported date of the event. Several power-up code messages showed errors including system detection failure, could not reset the failure, system failure in state, and a vacuum pump failure. Additionally, there was a corrupt flow detected as well as excessive flow failure. The console 106a3/ 5m0630 was serviced properly serviced. The reported issue does not indicate a console manufacturing related defect. Lpr and hpr were within console specifications prior to powering console on. There was a power up system notice for high flow. The flow meter was functioning properly, and the hose and coaxial cap was then disconnected from the console to increase flow. It was indicated that cv4 was stuck. The cv4 was replaced and the baseline flow was corrected. Full inspection was completed and all of the tests passed. In conclusion, the reported system notice #11200 ¿there is a problem with the system¿ as well as power up code messages were confirmed through data file analysis and by field service engineer. The case was aborted under general anesthesia. The console failed the inspection due to defective cv4. The product issue reported (system notice 11200 and power up code messages) are not likely to cause or contribute to a death or serious injury; however, the risk of the patient being under general anesthesia without full therapeutic effect is the adverse event being reported. The decision to abort the procedure without use of alternate therapy was based upon the medical judgment of the physician. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to a cryoablation procedure, a system notice was received indicating that there is a problem with the system. The console was rebooted twice without resolve. The console was then manually rebooted without resolve, and baseline flow was noted. The cv4 was tapped with no resolution. The case was aborted, and the patient was under general anesthesia. A field service took place on a later date, and the console was serviced as appropriate. No patient complications have been reported as a result of this event.